Manufacturer narrative:
The phaco handpiece was received and a visual assessment of the returned sample found no visual nonconformity. The returned phaco handpiece was connected to a calibrated system. The phaco handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The phaco handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the phaco handpiece to not meet product specifications. Disassembling the phaco handpiece revealed moisture ingress within the electrode chamber. The customer reported event was confirmed through testing, which found moisture ingress to cause the high electrode to short to ground and cause no phaco power. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to moisture ingress causing the high electrode to short to ground; however, how or when moisture entered the handpiece remains inconclusive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract extraction procedure the phacoemulsification (phaco) stopped providing phaco power. No system messages were displayed. The procedure was completed using an alternate handpiece with no harm to the patient.